Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that four years following bilateral cataract extraction with intraocular lens (iol) implant procedures, she is unable to drive, seeing flashes of light, and being unable to adjust her eyes to light she is currently receiving injections for wet macular degeneration. Additional information was requested. There are two medical device reports associated with this patient. This report is for the left eye.